Manufacturer narrative:
The device and the lens were returned in the blister tray and the carton. The plunger lock and lens stop were removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The lens was returned separate from the device and placed into a small bag. Viscoelastic was observed on the lens. The optic has a large portion that is broken/torn. This area of optic damage included one haptic. The broken lens portions were not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the complaint of "lens remained in the wound tunnel" cannot be confirmed by the product evaluation. The lens was returned separate from the device. Extreme lens damage was observed. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified viscoelastics may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Information was provided in the file that when the lens was being implanted, the lens remained in the wound tunnel. The lens was in contact with the patient's eye, cut and removed. The patient was not damaged, another lens with the same diopter correction was implanted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) using a preloaded delivery system, the lens remained in the wound. It was cut and removed from the eye. A backup lens was used to complete the procedure. Additional information was requested.